Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported a residual refraction of +2 diopters following an intraocular lens (iol) implant procedure. The ophthalmologist acknowledged implanting a 16.00d lens instead of the 17.00d lens suggested by calculation data. However, per the ophthalmologist, this would not explain the patient's postoperative refraction. Additional information was received from the reporter. No refractive enhancement was planned.